Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation the connections were made according to the instruction¿s manual, and no abnormalities were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera elite ii video system center displayed scope communication error (e333) message. The reported issue occurred during the final stage of an unknown therapeutic procedure. The procedure was subsequently completed with the same set of equipment since it was just the video that was affected. There were no reports of patient harm associated with this event.